Event description:
Customer reported that three compact plus strip drum vial labels have no expiration date, lot number, or catalogue number. No allegation of torn or smeared label. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.